Event description:
It was reported that the patient presented to the emergency room with cardiac tamponade. The right atrial lead exhibited unacceptable thresholds. A pericardiocentesis was performed but it was necessary to use a drain. The lead was revised and the patient fine after. The lead resumed normal function and remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.